Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this right ventricular (rv) lead had hematoma evacuation. Subsequently, this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental is being filed to update h6: patient codes with infection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had hematoma evacuation. Subsequently, this lead was explanted. No additional adverse patient effects were reported. Additional information indicated that the patient had infection.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against this lead was not confirmed. This lead was analyzed, passed all the baseline tests and exhibited normal lead functions. This supplemental is being filed to capture the investigation results. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had hematoma evacuation. Subsequently, this lead was explanted. No additional adverse patient effects were reported. Additional information indicated that the patient had infection.